Manufacturer narrative:
Title: "tailor-made" total cerebral protection during transcatheter aortic valve implantation author: keita suzuki, masaomi koyanagi, shinichi shirai journal: neurologia medico-chirurgica year: 2021 vol/issue: 61(12) ref: 10.2176/nmc.oa.2021-0005 date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted which evaluated the safety and feasibility of total cerebral protection methods using embolic protection devices (epds) for carotid artery stenting. Case 2 presents a patient who had a potentially high risk of cerebrovascular events during the procedure. The patient was treated wi th a 6mm spider fx device which was placed in the right internal carotid artery to protect the internal carotid artery and left vertebral artery. Debris was caught in the epd. MRI on the day after the procedure showed new ischemic lesions. Asymptomatic acute cerebral infarction was detected. No device malfunction reported during use of the spider fx device.

Manufacturer narrative:
Image analysis 3 images were provided in the article that are relevant to case 2. The images were of medtronic devices. Which were representative epds used for this study. (A) spiderfx 6-mm system (medtronic) for filter protection. (B) carotid guardwire (medtronic) for balloon protection. (C) 9fr optimo epd (tokai medical products) as the balloon guiding catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.